Event description:
It was reported that the ventilator stopped while it was connected to a pt. A technical alarm indicating a communication failure between the control printed circuit board and the monitoring printed circuit board was generated. (B) (4)

Manufacturer narrative:
(B) (4)